Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half-height main drawer 3.2 row b was not detected on the communication bus at the station. A field service engineer reseated all rowtray connections, all bus wire connections and the connections on the controller board, also removed some debris after the back panel was removed and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, drawers were not detected on the communication bus for p3w and p4a1, which hinders users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.